Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted, due to unknown reasons. Date of explant and implant duration are unknown. It was additionally reported that a second device, model 4600 was also explanted. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model # 4600, was explanted. Refer to MFR report# 6000002-2009-09765.